Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used during percutaneous transhepatic biliary drainage (ptbd) procedure. The procedure was completed successfully, however, after 2-3 minutes a leak was found between the catheter and the hub during post-op flushing. The patient required a second procedure to remove and replace the device. As reported, the patient did not experience any other adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: d10. Investigation evaluation; a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. A mac loc catheter was returned in used condition with no surface damage noted on the device. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests that were performed revealed that the proximal assembly was secure. Upon removal of the cap, the suture strings were found to be wound in the threads. The flare appeared lopsided and out of round, but due to compression of the flare within the cap and the potential for damage upon removal, it is unable to be determined if the flare was manufactured to specifications. Various measurements taken during dimensional analysis confirmed that the device was made to specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel will be notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.